Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia, premature delivery, antiphospholipid syndrome and vaginal bleeding. Previously administered products included for an unreported indication: zithromax, tessalon perles, aspirin, prenatal vitamins, heparin sodium and albuterol. Concurrent conditions included overweight, lower abdominal pain, dizziness, weakness and tachycardia. Concomitant products included cefixime (flexeril), diclofenac, ibuprofen, medroxyprogesterone acetate (depo-provera) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced blister ("blisters on feet"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("rash on hands, feet and legs"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("6 week pregnant.") And experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, back pain, fatigue, weight fluctuation, vaginal infection, blister, rash, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, weight increased, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, back pain, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: coils: right: 3. Left: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2010: results: fallopian tubes were fully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2021: pfs received. Reporter's information added. Lot no. Added. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure (batch no. 50512935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia, premature delivery, antiphospholipid syndrome and vaginal bleeding. Previously administered products included for an unreported indication: zithromax, tessalon perles, aspirin, prenatal vitamins, heparin sodium and albuterol. Concurrent conditions included overweight, lower abdominal pain, dizziness, weakness and tachycardia. Concomitant products included cefixime (flexeril), diclofenac, ibuprofen, medroxyprogesterone acetate (depo-provera) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced blister ("blisters on feet"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("rash on hands, feet and legs"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("6 week pregnant.") And experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, back pain, fatigue, weight fluctuation, vaginal infection, blister, rash, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, weight increased, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, back pain, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: coils: right: 3. Left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2010: results: fallopian tubes were fully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 50512935 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia, premature delivery, antiphospholipid syndrome and vaginal bleeding. Previously administered products included for an unreported indication: zithromax, tessalon perles, aspirin, prenatal vitamins, heparin sodium and albuterol. Concurrent conditions included overweight, lower abdominal pain, dizziness, weakness and tachycardia. Concomitant products included cefixime (flexeril), diclofenac, ibuprofen, medroxyprogesterone acetate (depo-provera) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced blister ("blisters on feet"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("rash on hands, feet and legs"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("6 week pregnant.") And experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, back pain, fatigue, weight fluctuation, vaginal infection, blister, rash, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, weight increased, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, back pain, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2010: results: fallopian tubes were fully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia, premature delivery, antiphospholipid syndrome and vaginal bleeding. Previously administered products included for an unreported indication: zithromax, tessalon perles, aspirin, prenatal vitamins, heparin sodium and albuterol. Concurrent conditions included overweight, lower abdominal pain, dizziness, weakness and tachycardia. Concomitant products included cefixime (flexeril), diclofenac, ibuprofen, medroxyprogesterone acetate (depo-provera) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced blister ("blisters on feet"). In march 2011, the patient experienced fatigue ("fatigue"). In april 2011, the patient was found to have weight increased ("weight gain"). In december 2012, the patient experienced tooth disorder ("dental problems"). In march 2013, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general),"). In september 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2015, the patient experienced nausea ("nausea"). In december 2015, the patient experienced vaginal infection ("vaginal infection"). In march 2016, the patient experienced vaginal discharge ("vaginal discharge"). In june 2016, the patient experienced rash ("rash on hands, feet and legs"). In august 2016, the patient experienced pelvic pain ("pain"). In september 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("6 week pregnant.") And experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, back pain, fatigue, weight fluctuation, vaginal infection, blister, rash, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, weight increased, nausea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, back pain, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2010: results: fallopian tubes were fully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding(menorrhagia) were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general),") and pregnancy with contraceptive device ("6 week pregnant.") In a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia, premature delivery, antiphospholipid syndrome and vaginal bleeding. Previously administered products included for an unreported indication: zithromax, tessalon perles, aspirin, prenatal vitamins, heparin sodium and albuterol. Concurrent conditions included overweight and lower abdominal pain. Concomitant products included cefixime (flexeril), diclofenac, ibuprofen, medroxyprogesterone acetate (depo-provera) and tizanidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced blister ("blisters on feet"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced rash ("rash on hands, feet and legs"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain") and weight fluctuation ("weight fluctuation"). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, back pain, fatigue, weight fluctuation, vaginal infection, blister, rash, migraine, headache, tooth disorder, pelvic pain, vaginal discharge, weight increased and nausea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, back pain, blister, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2010: results: fallopian tubes were fully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs+mr received- new event vaginal infection, blisters on feet, rash on hands, feet and legs, migraines , headaches, dental problems, pain, vaginal discharge, weight gain, pelvic inflammatory disease, nausea, 6 week pregnant, device ineffective were added. New reporter, patient information, historical and concomitant medication, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.